Event description:
A malfunction was reported by the customer, specifically displaying the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred, which the customer acknowledged and understood.